Manufacturer narrative:
The reported field event bvvi was confirmed. Upon receipt, the device was in bvvi. The reason for reset was found to be due to a bus error. The reset was unable to be reproduced in the lab. The root cause remains undetermined. No anomalies were found on the bench.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the device was found to be in backup vvi upon interrogation. The device was not used.